Event description:
It was reported that an alert for atrial noise reversion was observed via a merlin.net transmission. It was noted that the noise also occurred on rv egm channels. Emi was suspected. The patient will continue to be monitored. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.